Event description:
It was reported to philips that the device experienced intermittent paddle test failures. There was no patient involvement.

Event description:
It was reported to philips that the device experienced intermittent paddle test failures. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy pca and capacitor needed to be replaced. Based on the available information, it was determined that this was a malfunction of the therapy pca and capacitor. The parts were replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.